Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10 as reported in a research article, complications from valve repair surgery included bleeding, atrial fibrillation, stroke, infection, acute kidney injury, trace regurgitation, re-operation, valve replacement and systolic anterior motion which resolved intraoperatively. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, ""minimally-invasive mitral valve repair of symmetric and asymmetric barlow´s disease", was reviewed. This research article is a retrospective single center experience to evaluate the repair success and durability, survival, and intraoperative outcomes with symmetric and asymmetric barlow's disease. The carpentier-edwards physio annuloplasty ring (edwards lifesciences), the rigid saddle ring (abbott), and the cosgrove-edwards annuloplasty system (edwards lifesciences) were associated with the study. The article concluded that minimally invasive mitral valve repair for barlow's disease is safe and provides good durability. Annuloplasty only may be a simple solution for complex but symmetric pathologies. However, it seems to carry an increased risk of intraoperative systolic anterior motion (sam). The primary and correspondence author of the article is torsten doesn't, md, department of cardiothoracic surgery, jena university hospital, am klinikum 1 jena, germany 07747, with the email: doenst@med.uni-jena.de.